Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to complete the load sequence due to the fill tubing process continuing to repeat. Review of the pump history by tandem technical support verified that the customer had not received a minimum fill notification. There was no reported impact to the customer's blood glucose level. Reportedly, the pump began functioning as intended.